Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed when the right ventricular lead was connected to the device. The lead impedance was normal before and after connecting to the device. The physician suspected device malfunction. The device was not implanted and was replaced. The patient was stable.